Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized on (B)(6) 2015 with diabetic ketoacidosis. Customer's blood glucose was 472 mg/dl at the time of admission. The caller also reported the customer had high troponin levels and a possible mild heart attack. The caller reported the customer was wearing the insulin pump at the time of hospitalization. The caller declined to return the insulin pump for analysis at the time of the call.